Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's front panel/keypad led pca was replaced to address the issues.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported.